Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis (fa) did not confirm nor replicate the reported complaint. The electrical continuity test passed. Fa found no damage to the conductor wire. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy activation test was conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. Fa performed grip force test on grips as additional testing, and it measured at 7.33 lbf in straight orientation, 6.95 lbf in yaw, and 6.8 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw grip test passed. Review of logs did not find any errors when used on1 (B)(6) 2022 using system (B)(4). Additionally, knife slot: 0.028" passed and ceramic dot verification passed. A log review was performed. Per the review, the following was confirmed: the sigmoid colectomy was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend had a wire that was crooked and the instrument would not seal correctly. There was insufficient sealing and low energy. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.